Manufacturer narrative:
The reported events of inability to interrogate, backup mode, and loss of telemetry were confirmed. The reported events of loss of pacing and device header contamination were not confirmed. As received, the device had no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. Test results indicated that the header bonding anomaly, discoloration in the header, and associated damage to the internal metallic components resulted in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information received indicated that there was a loss of pacing on the device.

Event description:
During a remote follow-up, the device was noted to be in backup mode. The patient presented in clinic and the device was unable to be interrogated inductively. During the device exchange procedure, blood in the header and header damage was observed. The device was explanted and replaced. The patient was stable with no consequences.